Event description:
Report received from USA stating that the device had a bent neuro-tip and was also heating up. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of bent neuro tip and heating up was not confirmed. The device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be sent. (B)(4).